Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was escalated patient reported having a very difficult experience, stating that the representative increased the stimulation too high, which caused the patient to fall out of bed and nearly require an emergency room visit. Patient stated that they were considering device removal, partly due to a prior experience with the representative and also due to 100 of application and don't know which is going to work. Patient met with a manufacturing representative (rep) and during the final attempt to adjust programming, patient stated the rep asked them, "how's that?" Before turning the stimulation up so high that they felt intense "zapping" and then their "body just flew" out of the bed, nearly sending them to the ER. Patient described the zap as being like a "defibrillator, but worse," was used on them and they were still recovering today (two days later), and unsure if they even want to go back for further programming. Patient said that could 'effected' their entire brain and body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.